Event description:
The customer reported that the locking mechanism of the inner cannula and the outer cannula deteriorates after 1 - 2 weeks. The inner cannula is detached from the outer cannula when the pt moves his/her had. No pt harm reported. The pt was recannulated.

Manufacturer narrative:
If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.